Manufacturer narrative:
H3: product analysis found that, the device and an open pouch were returned in a double plastic sleeve. Upon return, the pouch was open from 3 of 4 sides, and it was wrapped with surgical tape. There were traces of contamination found at the distal end of the outer hub. There were no metal or any other fragments found inside the shaver tip, the tip was clean upon return. The indentations at the proximal end of the rotating hub were observed. The inner and middle tube assemblies spun by hand with no binding sound observed. The device was easily loaded into a handpiece and oscillated up to 7,500rpm with no issues observed. The complaint was not confirmed, no out of specification condition was observed. H6: the applicable codes are fdm b01, fdr c19 and fdc d14. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Product analysis found that, there were no abnormalities as the blade was functioning normally with no fragments inside the shaver.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use; the blade had a defective tip and presence of metal fragments inside the shaver tip. There was loss of time during the procedure to identify the source of the failure. There was no patient impact.